Event description:
It is reported that the pt experienced a femur fracture days after implantation.

Manufacturer narrative:
Info was rec'd from a consumer who is not required to complete form 3500a. Eval summary: based on the above info and observations, one or a combination of the following events may have caused the femoral fracture: incorrect stem/rasp relationship leading to improper fit of the stem in the femur; implanted stem which was incorrect size for pt anatomy; stem was implanted in rotational malignant or excessively varus/valgus, potentially causing abnormal loading of the component; pt factors such as bone quality, activity level, type of activity (i.e. Trauma) and compliance with rehabilitation protocol. However, a definitive cause for this issue cannot be determined with certainty. Eval: review of the device history records did not find any deviations or anomalies. It was not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened.